Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a20 alarm and e13 alarm due to motor error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose was 164 mg/dl. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The product will be returned for analysis.